Manufacturer narrative:
Siemens filed initial MDR 2517506-2022-00262 on 27-sep-2022. Additional information (29-sep-2022): siemens further investigated the incident and determined that prior to the sample being processed, the calibration was acceptable. The sample was run in a small sample container (ssc) and was spun in a centrifuge. There were no errors in the solid state multisensor (ssm) files. Sample integrity and preanalytical variables potentially contributed to the falsely elevated sodium result. The investigation findings code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated sodium (na) result was obtained on a patient sample from a dimension exl with lm instrument. The discordant result was flagged with a delta check and was not reported to the physician(s). The sample was repeated on an alternate dimension exl instrument. The repeat result was lower than the initial result. The repeat result was reported, as correct, to the physician(s). Then, the customer repeated the sample on the initial instrument. The repeat result recovered lower than the discordant result. There are no reports of patient intervention or adverse health consequences due to the falsely elevated na result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely elevated sodium (na) result was obtained on patient sample from a dimension exl with lm instrument. Quality controls (qc) had recovered acceptably for na on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a preventive maintenance (pm). The cse then inspected a tubing that was routing down and rerouted the tubing. All other integrated multisensor technology (imt) tubing was inspected with no defects found. The cse also replaced the rotary valve seal, cleaned the rotary valve, and flossed the ports to the rotary valve. The system was primed, aligned, calibrated, and qc recovered acceptably. Electrolyte precision was performed five times and results were acceptable. The cause of the falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.